Event description:
Procedure: unk reportedly, when the pencil was activated, the pencil sparked and the heat burned the tip of the surgeons finger. The burn did not make a hole or melt the glove where the burn occurred and the surgeon did not receive treatment for the burn. Another device was used to complete the procedure. There was no injury to patient.

Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.